Manufacturer narrative:
DHR was reviewed and no anomalies were identified during the manufacturing process.

Event description:
Surgeon reported there was no perceived bite with screw. Part remains implanted. Patient outcome: no adverse effect reported as a result of this event.